Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative performed a functional verification and was not able to reproduce or confirm the reported malfunction. The device was placed back into service. A review of the DHR did not identify any deviations or non-conformities relevant tot he reported issue. This is a known issue and a root cause investigation (B)(4) has been performed. Evaluated on-site by sorin service rep.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the heater cooler would not heat or cool efficiently and the compressor is noisy. There was no report of patient injury.